Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 300cc¿s. A new system was strung and the pt completed treatment without further issue. There is no other known ill effect to the pt. The sample was discarded and is not available for eval.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode can not be confirmed. An investigation of the device mfg records was conducted by the MFR.